Event description:
The event is reported as: the customer is using the sheridan nova plus et tubes and had a cuff leak during a bleeding tonsil procedure. The et tube cuff was checked before insertion and was working. The clinician tried to ventilate the patient during the procedure but was unable. The patient was extubated and then the clinician tried another et tube and could not get the cuff to seal. The patient had to have an emergency tracheotomy.

Manufacturer narrative:
Three additional attempts, via e-mails and phone calls to the customer, were made in an effort to obtain additional information and patient condition. To date, the user facility has not returned phone call or e-mail. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the lot number was not provided. A document review - fmea (product/ process) was assessed and no changes required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for the reported defect. Teleflex will continue to monitor and trend relating complaints.